Event description:
It was reported during a device replacement there was decreased bipolar impedance to 200 ohms, down from 460 ohms. It was noted that blood was in the pocket as well as alligator clips for testing. Once the device was in the pocket and the leads attached, all parameters were stable. The device was programmed into bipolar and all values are stable as they had been previously. The technical consultant stated that perhaps the alligator clips provided an alternative current path which lowered the impedance temporarily. The pocket was closed and the case completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.